Event description:
Caller alleged discrepant results compared with the doctor's inratio meter. Results as follows: date: (B)(6) 2011; inratio: 5.9. Date: (B)(6) 2011; inratio: 6.1(x2); doctor's inratio: 4.2. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.